Event description:
It was reported that the patient with this pacemaker device exhibited farfield oversensing. Upon review, it was observed that the patient had a history of noise on the right atrial (ra) lead and there were some atrial tachy response (atr) episodes recorded. Technical services (ts) reviewed and stated that it looked like atrial tachy response (atr) events were due to farfield oversensing. This device remains in service. No adverse patient effects were reported.